Event description:
Hospitalization was prolonged for three days. The chest drainage unit was replaced.

Manufacturer narrative:
No samples were returned, as all lots were implicated. Investigation revealed the end user was unfamiliar with a product design change made to the product which allows bubbling in the blue water chamber. This is not a product problem, but a product design feature which allows release of excessive pressure. Info has been passed on to the personnel so that they may inform the end user of the new features.